Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid 2.5 mm hex driver. A definite root cause for the issue cannot be determined with the information provided. This device is used for treatment. Visual inspection of the standard hexagonal cannulated screwdrivers confirms that a small portion of the hexagonal feature of the devices fractured off. It has also been noted that there are some wear marks on the surface of the devices. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The devices had been in the field for more than 4 months. It is unknown how many times the devices had been used during that time.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #00236016625, zimmer hex cannulated screwdriver, lot #62967020 quantity- 2. This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the driver fractured and is missing.